Event description:
It was reported that during a generator change procedure, a hex wrench was used to remove the lead from the header; however, the attempt was unsuccessful. The grommet was subsequently removed from the header, and a washer was observed to have been removed from the header as well. Traction could not be applied effectively with the wrench. It is observed that the set screw was stripped within the header and could not be removed. The physician decided to abandon the procedure, the pm and lead were put back in the pocket. The patient was stable throughout the procedure.